Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. Mw5158854.

Event description:
It was reported that during the procedure, the recording system would not pace after pulse field ablation (pfa) applications during the asystole. No additional information was provided.